Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that right ventricular (rv) lead exhibited noise oversensing. The noise seemed to be myopotential. All other measurements were in range. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.